Event description:
It was reported that the patient spoke with the patient education coordinator about having met with the sales territory manager in june at urology of san antonio for hard pump issues. The patient is still having issues.